Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Event happened during the surgery when the screw thread could not be locked for final locking.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Investigation and conclusion: no relevant medical data has been received. No further due diligence required as all required information to support the conclusion is available/was already requested. Visual examination: the visual examination of the set screw shows that the thread is damaged. It can be assumed that the user tried several times to insert the set screw into the pedicle screw. No other abnormalities can be found. The pedicle screw was not returned. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
No change to previously reported event.